Event description:
The blood glucose device generated a result of "lo" without the test strip being dosed with blood or control solution. It was stated the customer removed and reinserted the same test strip and received a glucose test of 221 mg/dl. No actions taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.